Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, starting therapy when not connected could introduce air into the set up. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to connect to the patient line being starting therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the home choice (hc). The home patient (hp) had started therapy before connecting. The hp connected to the set up after the hc had alarmed. The technical service representative (tsr) explained that the hp should not have connected. The hp would start over with new supplies and call the registered nurse (rn) in the morning. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.